Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump shut off and was not able to turn back on. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was monitored for 24 hours and no unexpected alarms or blank display anomalies were noted. However, the pump alarmed pump error 63 during the self test due to cold solder joints at the keypad assembly. The pump was received with minor scratches on the lcd window, case and keypad overlay.